Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was displaying poor image quality. It was noted that the site was experiencing ring artifact, dark and grainy images.

Manufacturer narrative:
H3. The system was serviced in the field and it was determined that the issue was there when a 3d spin was performed. The manufacturer representative performed both rad and gain calibrations, powered down both sides, and disconnected wall power for 30 seconds. The system was booted up and a 3d (hd, 40cm, head) was performed, and the issue went away. They checked the detector rail and assembly to make sure nothing was loose as well as the source alignment and detector alignment were checked. Over a dozen 3d spins were performed. A system checkout was performed, and the unit was operational. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.